Manufacturer narrative:
Continuation of d10: product ID 37791, serial# unknown, product type recharger. Product ID 37751, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the wobbly ins was loose skin in ipg pocket. No actions were taken and the wobbly ins was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family member regarding an implantable neurostimulator (ins). The reason for call was due to difficulty recharging the ins. After they started a recharging session for the ins, the coupling boxes only stay shaded for a minute, before the patient got poor coupling. They go from all 8 boxes shaded, to having zero boxes shaded. They tried moving around and switching positions, but was unable to resolve the issue. Troubleshooting did not resolve the issue, so a replacement recharger (insr) antenna was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The replacement recharger had been showing 8 bars since being with the patient. The ins was still too depleted to check with the tablet. It appeared that the ins was slightly wobbly in the pocket and that when the patient would sit down the recharger would move off the ins. They were able to connect to the ins with the recharger appropriately and everything was working appropriately. No symptoms were reported.